Manufacturer narrative:
Implant was discarded by doctor.

Event description:
The dental implant failed to integrate and relocated into the maxillary sinus.

Manufacturer narrative:
The complaint was confirmed as an x-ray provided by doctor showed the position of the implant in the maxillary sinus. The product associated with this complaint was not returned. Attempts were made to get information regarding the lot number because the lot number provided did not match the product in our records. The correct lot number for the dental implant was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The clinician indicated that the relocated implant was removed from the sinus by another clinician.